Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm® ultra xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that a syringe of juvéderm ultra¿ xc ¿burst.¿ problem with the syringe occurred at the luer lock. Patient was injected in the ¿groove¿/nasolabial fold with 2 ml of juvéderm ultra¿ xc prior to device malfunction. Healthcare professional also indicated the patient experienced an unspecified reaction in the nasolabial folds an unknown time following injection. No treatment was provided and symptoms resolved an unknown time later. Anesthetic was used prior to injection. Healthcare professional confirmed that there were no injuries to the patient, staff, or injector physiologically or from the device malfunction. It was noted the initial use of the syringe.

Manufacturer narrative:
Lab analysis of the device found an empty syringe of 1.0 ml received with the needle still attached to syringe in an open tray & pack. A crack is observed at the 3 mm luer lock level, a plastic part is missing.

Event description:
Healthcare professional reported that a syringe of juvéderm ultra¿ xc ¿burst.¿ problem with the syringe occurred at the luer lock. Patient was injected in the ¿groove¿/nasolabial fold with 2 ml of juvéderm ultra¿ xc prior to device malfunction. Healthcare professional also indicated the patient experienced an unspecified reaction in the nasolabial folds an unknown time following injection. No treatment was provided and symptoms resolved an unknown time later. Anesthetic was used prior to injection. Healthcare professional confirmed that there were no injuries to the patient, staff, or injector physiologically or from the device malfunction. It was noted the initial use of the syringe.